Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl at the time of incidence. Customer reported that their blood glucose level was rose to 400 and 500 mg/dl starting form 300 mg/dl. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.